Event description:
Report of patient with an implanted edwards aortic bioprosthetic valve diagnosed with regurgitation after an implant duration of 13 years. The patient received an implant of an edwards transcatheter aortic bioprosthetic valve within the existing valve in a valve in valve arrangement. Patient is reported as stable post procedure.

Manufacturer narrative:
Additional manufacturer narrative - report of edwards aortic bioprosthetic valve exhibiting aortic regurgitation; patient was treated via transcatheter valve implantation inside the subject valve. Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. There are several potential causes for prosthetic valve regurgitation and may be a manifestation of structural valve deterioration such as calcification and pannus growth. Many factors can contribute to the onset and propagation of svd including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. However, without return of device and evaluation (remains implanted), the specific mechanism leading to this event cannot be identified or evaluated. There has been no information to suggest a device quality deficiency related to this event. Edwards will continue to monitor all events.